Event description:
Following the diagnostic procedure, the physician closed the arteriotomy using a tsl 6 fr. Closer device. The physician stated that the catheterization and closer procedure was successful without any complications. The pt presented to their physician two weeks later with pain in their leg/groin area. The physician admitted the pt back into the hospital for evaluation and subsequent surgery. The vascular surgeon noted an infection at the access site. There was a hemorrhagic area consisting of an ovoid mass of soft tissue measuring 7.5 x 5.2 x 3 cm. There was extensive inflammation noted, and there was repair to dehiscent suture. Cultures from the site included staph aureus and candida. In the blood, pt grew pseudomonas sensitive to piperacillin and levaquin. Following the surgery, the pt was treated with antibiotics. There was significant improvement noted in the right groin with no sign of infection noted at time of discharge. The pt recovered without further incident.